Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-02661. It was reported that the patient's leads were explanted and replaced due to impedance issues. Effective therapy was established post-operatively.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead (a) found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.